Manufacturer narrative:
No button error alarm noted during testing. However, the insulin pump was received no button response due to flattened button dome switch. The device had cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratches on the lcd window.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and none of the buttons were responding. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. However, the device may have been exposed to sweat but there are no cracks on the device. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.